Manufacturer narrative:
An event of malposition of device, perivalvular leak, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott balloon. During the first deployment attempt, the valve was implanted too high and re-sheathed. During the second attempt, the user attempted to implant the device at 3mm below the cusp but after the valve was deployed the valve was deeper than expected. The final implant depth was 7.87mm from the non-coronary cusp and 8.81mm from the left coronary cusp. After implant, a mild paravalvular leak was detected. A post-balloon aortic valvuloplasty was performed using a 25mm non-abbott balloon, and the leak was resolved. The following day on (B)(6)2023, an electrocardiogram (ECG) was performed and showed the patient had experienced first degree atrioventricular (av) block and left bundle branch block. Ecgs were performed on the following two days, and first degree atrioventricular (av) block and left bundle branch block remained. No intervention was provided to treat the heart block, and the patient was discharged on (B)(6) 2023.